Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 345 mg/dl at the time of the call. The customer stated that they treated their high blood glucose with the insulin pump. The customer did not want to troubleshoot the issue. The customer stated that they had blood glucose in the past of 500 mg/dl and that it was caused by a bent cannula. The customer was assisted with a set change and the insulin worked as designed. The customer sent their set back for analysis.

Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test. Reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 5xx pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.